Event description:
Additional information was receive on (B)(6) 2015 indicating that there was pain on the patients back but that they use the stimulator for their legs. The patient had two failed back surgeries, parkinson¿s and lymphedema. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the cause of the event was that the patient did not feel like they were trained adequately on charging their device and they were not told that adaptive stimulation would take several weeks to activate. The patient was reprogrammed and educated on recharging and their programmer. The patient was able to effectively use their recharger and programmer. Adaptive stimulation was going to be programmed on (B)(6). There were no malfunctions seen and the patient was receiving effective therapy and had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient had pain ¿crawling out her back side.¿ the patient stated she tried to use the machine and it didn¿t work. It was reported that since surgery the stimulator had shut down two times and was currently not working. The patient also reported that she was not properly trained on the device that was not working properly and was very frustrated. The patient met with the manufacturer¿s representative (rep) and all of the patient¿s questions were answered and adaptive stim would be programmed in either four or six weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.